Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6). Block h6: device code a150101 captures the reportable event of stent first flange failed to expand. Block h10: the hot axios stent and delivery system were received for analysis. The stent was received completely deployed. The delivery system was received in initial position. Visual examination of the returned device did not find any damages or issues to the stent and delivery system. The tip was inspected and there was evidence of electrocautery. The reported event of stent first flange failure to expand and handle break could not be confirmed. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported events as the stent was received completely deployed and the delivery system was returned in good condition. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-04941 and 3005099803-2020-04942 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange of the hot axios stent (the subject of this report) was deployed; however, under endoscopic ultrasound image, it was noted that the first flange failed to expand. The stent was removed partially deployed on the delivery system and the physician attempted to re-sheath the stent; however, the catheter control hub was noted to be broken. A second hot axios stent (the subject of MFR. Report # 3005099803-2020-04942) was then attempted to be deployed but the first flange failed to deploy. The physician pulled the stent out and repositioned the stent in a new location and cauterized. The first flange successfully deployed; however, during deployment of the second flange, the physician pulled out the echoendoscope at the same time he was trying to deploy the second flange and the first flange was pulled out of the pseudocyst. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-04942 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange of the hot axios stent (the subject of this report) was deployed; however, under endoscopic ultrasound image, it was noted that the first flange failed to expand. The stent was removed partially deployed on the delivery system and the physician attempted to re-sheath the stent; however, the catheter control hub was noted to be broken. A second hot axios stent (the subject of MFR. Report # 3005099803-2020-04942) was then attempted to be deployed but the first flange failed to deploy. The physician pulled the stent out and repositioned the stent in a new location and cauterized. The first flange successfully deployed; however, during deployment of the second flange, the physician pulled out the echoendoscope at the same time he was trying to deploy the second flange and the first flange was pulled out of the pseudocyst. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.